Manufacturer narrative:
(B)(4). Initial reporter: initial reporter email address: (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced hypoglycemia, had a seizure, lost consciousness, and fell to the floor. The patient's spouse called an ambulance. The paramedics initially thought that the patient was having an epileptic event, but they checked a blood glucose reading which was 25 mg/dl; the cgm was reading 63 mg/dl. The patient was taken to the emergency room and was treated there with grapes and an unspecified infusion. The patient recovered and was discharged after 2 hours in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.